Event description:
During prostatectomy, it was noted that 1-2mm portion of suture needle was missing. Flat plate abdomen completed and not seen irrigated and flushed out abdomen disclosed to patient.